Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had issued an alert due to a charge circuit timeout and that the device was indicating that it had reached end of service (eos). Device replacement was advised. Interrogation of the device indicated the battery voltage level was at 2.70 volts, which is above the recommended replacement time (rrt) cutoff level. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated charge circuit timeout.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2010. A 5076-52 lead, implanted (B)(6) 2010. (B)(4).